Manufacturer narrative:
The maryland bipolar forceps has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the maryland bipolar forceps instrument broke while firing and a fragment fell into the patient and was retrieved during the same procedure. No system errors were observed. The customer stated that the instrument had been in use for approximately five hours prior to the issue, and no problems with functionality were noted during the procedure. No collision with other instruments or hard material was reported, and the fragment was observed to have fallen inside the patient during dissection and grasping. A single fragment was retrieved, and confirmation was made that all fragments were retrieved. No post-operative imaging such as x-ray or ultrasound was performed, no injury to the patient was reported, and the patient did not return to the hospital for complications related to a retained foreign object.